Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
The manufacturer previously reported that they were contacted about a dreamstation auto, fr device. The device was visually inspected and evaluated by a third-party where corrosion on metallic services was present and the unit power connected was corroded. There are no secondary findings, and the device has been scrapped. In the previous report, the device was coded for foam degradation which is incorrect. In this report, the following coding was corrected: device problem, evaluation results, component code, and conclusion code.

Event description:
The manufacturer was contacted about a dreamstation auto, fr device. The device was visually inspected and evaluated by a third-party where corrosion on metallic services was present and the unit power connected was corroded. There are no secondary findings, and the device has been scrapped.

Manufacturer narrative:
H3 other text : the device has been evaluated by a third party.